Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the piece was actually coming off¿ of a clearlink continu-flo solution set (the clearlink component separated from the tubing). This occurred while in use on a patient. Upon noting the issue, the nurse removed the set from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) companion samples and one (1) photograph were received for evaluation. In the photograph, there was a yellow mark showing the place where the separation occurred. Visual inspection of the photograph did not reveal a separation between the tubing and the male luer as indicated. Visual inspection of the two (2) companion samples did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional testing was performed which included pressure, leak, clear passage, pull test and the results were satisfactory. No defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental repot will be submitted.